Manufacturer narrative:
(B)(4).

Event description:
It was reported that during follow-up in clinic, it was noted that the programmer was showing device at eri before the implant date. The firmware was upgraded and the issue was solved. Device was functioning normally. There were no adverse consequences to the patient.